Event description:
Female customer reported temporary leads for spinal stimulator were placed in her mid/ lower back. Stated compound benzoin tincture was applied to the site. Customer reported she experienced itching and burning almost immediately and when the dressing was removed, the area was bright red and blistered. The reaction was treated with rx cloderm cream and took about 3 weeks to resolve.